Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The IFU states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Neurological events are known potential complication associated with all patients implanted with vads. Neurologica dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was stated from the site that the patient was admitted on (B)(6) 2015, brought in for "stroke symptoms." Patient presented with slurred speech and was having difficulty dressing self with left sided weakness, unequal smile, unsteady gait, tongue deviation and drooling noted on the left side of face. It was stated that there were no alarms associated with the event. It was also stated that there were "no new infarcts noted per CT." It was said that the patient will be monitored and likely have adjustment of anticoagulation. Physician has been trying to run patients inr around 3.5. Patient had inr at 3.5 two days ago but was only at 2.3 on admission. Patient symptoms have been resolving and it was stated that site is trying to identify cva vs. Tia like symptoms. It was further stated that the event may have been an "embolic stroke in the right mca distribution area." CT angio showed asymmetrical decreased caliber of vessels with incomplete or near complete obstruction, with right posterior temporal and parietal region affected. Patient received a heart transplant on (B)(6) 2015 and was said to have been doing well post-transplant. Site stated sending the pump back to manufacturer for evaluation. Site has stated that there were no pump malfunctions related to the event. Patient was discharged on (B)(6) 2015 with no additional information provided.